Manufacturer narrative:
(B)(4) - no consequence or impact to patient; incorrect or inadequate result. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated parathyroid hormone results for ten patients while using the architect intact pth assay. Specific data was not provided. The customer indicated that there is a bias compared to an alternative method and upon using a new lot of reagent the results were 50% higher. No adverse impact to patient management was reported. The results were not reported out of the laboratory.

Manufacturer narrative:
On 07/18/2014 it was identified that the incorrect 'catalog #' was documented in the initial submission for manufacture report number 3002809144-2014-00150. An evaluation is in-process.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A trend review did not identify atypical complaint activity. To further investigate the issue accuracy testing was completed using the same list number, as the suspect device lot number is unknown, to evaluate the assay performance. The testing passed. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. Labeling was reviewed and found to be adequate. Based on the results of this investigation, the architect ipth assay is performing as intended and no product deficiency was identified.